Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient developed phrenic nerve palsy (pnp). After stopping the ablation attempt, diaphragmatic response returned, but was weak. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.